Event description:
Dexcom sensor adhesive failed causing an early change of the device. Replacement sensor lancing device shot the needle into the skin causing laceration that punctured the blood vessel. Removing the device held by the adhesive was problematic. When device was removed, blood squirted from the abdominal wall. No warnings on the product that this was a possible outcome, especially when diabetic patients typically take aspirin therapy where clotting is slower. Due to the high cost of this product, according to dexcom customer service, replacement parts can take longer than normal wait times. They have documented the issue internally but since the issue appears to many patients with no resolution and no warnings labels, it appears that dexcom doesn¿t care. This is why I chose to report to the FDA today. Punctured blood vessel. FDA safety report ID # (B)(4).